Event description:
It was reported that the 9800 system had a bad thermistor. This was identified at boot up of the system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired a bad (broken) wire on the thermistor. The system was tested and found to be working as intended and placed back into service.